Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual device involved in the event has been received and the investigation is on going at this time. Multiple attempts to obtain additional information have not been successful. A follow up report will be provided after the inspection results become available.